Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event was confirmed via evaluation of the provided photographs. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs show the locking wire partially detached from the poly insert. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the insert was in a faulty condition, with a metal rim protruding from the slots. The reported device was not returned; however, photographs were provided for review. The photographs show the locking wire partially detached from the poly insert. Further information such as return of the device is needed to investigate root cause. No further investigation for this event is possible at this time. If the device and/or additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: on (B)(6) 2025, during a surgical operation, it was not possible to install an insert during a revision surgery with a triathlon ts endoprosthesis. The reason was that the insert was in a faulty condition, with a metal rim protruding from the slots.